Manufacturer narrative:
D10 concomitant product: egia45amt. Egia45amt egia 45 artic med thick sulu (lot # p5d1062). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the robotic-assisted laparoscopic radical prostatectomy, device malfunction occurred during the division and ligation of the dorsal venous complex. The surgical stapler deployed staples that formed a "b" shape but failed to engage the target tissue. Additionally, several staples were described as completely unformed. The surgeon also reported issues with uncontrolled articulation of the stapling device, and a partial cut of the tissue. As a result, suturing was performed as a replacement for the staple line. The patient required medication and a blood transfusion as interventions.

Event description:
It was reported that during the robotic-assisted laparoscopic radical prostatectomy, device malfunction occurred during the division and ligation of the dorsal venous complex. The surgical stapler deployed staples that formed a "b" shape but failed to engage the target tissue. Additionally, several staples were described as completely unformed. The surgeon also reported issues with uncontrolled articulation of the stapling device, and a partial cut of the tissue. As a result, suturing was performed as a replacement for the staple line. The patient required medication and a blood transfusion as interventions. The surgical time was extended for more than 30 minutes.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.